Event description:
The patient contacted animas on (B)(6) 2012 and alleged the pump would not pass the verify screen. There is no adverse event associated with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow up #1 submitted: 02/08/2013 device evaluation: the insulin pump has been returned and additional investigation was performed by product analysis on (B)(4) 2013 with the following findings: on investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, all the keypad buttons were normally responsive with appropriate spring back and click. The keypad cover was removed for investigation and did not reveal any contamination or defect of the button contacts. Investigation was unable to confirm or duplicate the complaint.